Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The touchscreen was unresponsive. The fse took an alcohol pad and wiped the screen clean. The touchscreen was then responsive. The fse was able to calibrate the screen with no issues. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working, it was was not responding when pressing any of the inputs. It was swapped with another unit to avoid any delay in therapy. There was no injury reported.